Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were visually and microscopically evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. We conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit ii syringe w/o needle leaked liquid past the plunger. Found during use. No serious injury or medical intervention noted.